Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn. Moisture was also observed behind the display and in the battery compartment. During testing, the pump powered on with audible tones and vibration; however, the display screen remained blank. All of the keypad buttons were unresponsive to presses. A leak test was performed and failed due to a keypad leak. The keypad cover was removed, and no moisture was found under any of the button contacts. The pump case was removed, and evidence of moisture ingress was found on the keypad flex connector and printed circuit board. Unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture present behind the display, battery compartment, and cartridge compartment. It was also reported that the keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.